Event description:
This patient noted swelling of the left arm on approximately (B)(6) 2012. Venous doppler study done (B)(6) 2012, showed totally occluding acute dvt of left subclavian, axillary, brachial, cephalic origin, basilic and superficial proximal forearm veins. The patient was started on lovenox 100 mg and continued to be followed by the clinic. This system remains implanted and no other adverse patient effects have been reported.